Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed and it was determined that no anomalies were found that could have caused or contributed to the reported problem. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The investigation determined that based on the available information, an abnormality in the subject device was not identified and the likely cause of the reported problem of intermittent image freezing was caused by a device used in combination with the subject device or due to set-up of the subject device or the end user's operating method. Note: the reported problem of "n207 " error, as determined by the legal manufacturer, does not have the potential to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
An olympus representative from the technical assistance center advised the customer on troubleshooting the device. Troubleshooting was unsuccessful in resolving the issue. Further service was declined as the issue only affected one physician. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
It was reported the evis exera iii video system center is displaying an n207 notification when capturing an image. The customer also reported there is a freeze delay intermittently when capturing pictures on the video system center. No patient involvement or impact to patient care was reported for this event.